Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for gi bleeding. Anticoagulation was reduced. The patient will continue to be monitored. No additional information was provided.

Manufacturer narrative:
Approximate age of device is 6 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the patient¿s gi bleed could not be determined. It was communicated that the patient experienced a gi bleed. The center reduced anticoagulation and continued to monitor the patient. No alarms were reported and the patient has been discharged home. Furthermore, the patient remains ongoing on vad support and no additional complaints have been reported at this time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.